Manufacturer narrative:
(B)(4). The device was received and is currently being evaluated. A follow-up will be sent when the evaluation is complete or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The occurrence date of the reported iipv had already been overwritten in the event log; thus, the cause is undetermined. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:08:14. During night drain cycle six, the patient's ultrafiltration reading was 1730ml, indicating the home patient (hp) drained 1490ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.